Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a dissection in the proximal subclavian artery, which occurred during balloon dilatation. During release, the stent jumped forward, resulting in an incomplete coverage of the lesion. An additional stent was implanted to complete the intervention.

Manufacturer narrative:
13-feb-2025 further communication with the local staff revealed that this complaint is a duplicate of 1028232-2024-05948. Therefore, this complaint will be closed without further investigation.